Event description:
Title: humidifier/oxygen. Staff found several single use humidifiers used for oxygen therapy that would not pass a functional test performed at the bedside. Three separate incidents have occurred. The functional test, referred to as the pop off test did not work. The pop off test is used to check the integrity of the device. If the cannula pops off or makes a whistle sound, the device is intact. The test is done by occluding the port. The pop off is part of the facility policy for device maintenance. This caused oxygen desaturation on three pts. The first occurrence was in 2002. Staff monitored these devices for a period and the following month this same recurred with two other patients using the same device. These pts desaturated and experienced hypoxia. The repsiratory therapists acted quickly to prevent further negative outcomes. Further info is not available on the second or third pt. The hospital is concerned about having a large number of these devices on the shelves that could possibly be defective. In 2002, allegiance supplied the hospital with a different product. The problem product had not been recalled as of that date.